Event description:
During routine testing of the device at the service center, the quality technician reported that the level module application board serial number label was peeling. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.